Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 480 mg/dl at the time of incident and the current blood glucose level was 286 mg/dl. Customer other relevant blood glucose values were 375 mg/dl, 33mg/dl, 298 mg/dl, 220mg/dl and 260 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer stated auto mode feature was not active. The customer stated that the symptoms related to high blood glucose such as headache and sore muscles feels tense. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. The insulin pump will not be returned for analysis.